Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC catheter has a frayed wire, where at pulling the internal part of the wired remained, being observed before flushing." No other information was provided.